Event description:
The report received from the field indicated that upon deployment of the trapease filter in the inferior vena cava, the filter did not open up at all after being deployed. It appeared as if the barbs on the filter became entangled with one another, keeping the filter from opening up. The filter lodged against the caval wall, and remained in that position, allowing the user to deploy a second filter of the same size above the one that did not open up. Once the second filter had been successfully deployed, attempts were made to snare out the first one with a gooseneck snare, but these attempts were unsucessful. The account stated that there was no adverse consequences to the pt and no other intervention had to be performed other than to place the second filter. The indication for filter insertion was deep vein thrombosis (dvt) diagnosed by doppler.